Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer continued to administer insulin based on multiple high readings on their blood glucose meter. The consumer subsequently experienced a hypoglycemic event, which did require medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed the consumer's meter was not coded correctly for the lot number of the test strips which may contribute to the alleged incorrect readings. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.